Event description:
It was reported that the release pin to allow the system to perform fluoroscopic x-ray was not functional resulting in an inability to produce exposures.

Manufacturer narrative:
A ge representative evaluated the system and replaced the motor latch assembly. The system operates as intended.